Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Patient code (B)(4) used for: the drill bit broke intra-op while drilling and some of the drill bit was left in the bone as it wasn't able to be removed. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, that an intraoperative procedure of the proximal 3rd femur fracture was performed. The surgeon utilized the long trochanteric proximal femoral nailing system (tfn-advanced¿). It was noted that upon using the 6mm/9mm cannulated stepped drill bit for the helical blade, the tip sheared off into the bone. The surgeon was able to retrieve most of the tip; however, some was left inside the bone. Surgeon noted that the amount of torque and the resident pushing on the aiming arm led to this result. The procedure was successfully completed with a 10 minute surgical delay reported. The patient outcome/status noted as successfully fixed. This complaint involves 1 device. Concomitant device reported: drill stop (part#unknown, lot#-unknown, quantity# unknown). Concomitant device reported: reaming rod push rod with ball handle(part#unknown, lot# unknown, quantity# unknown). Concomitant device reported: helical blade (part#unknown, lot#-unknown, quantity# unknown). Concomitant device reported: aiming arm (part#unknown, lot#-unknown, quantity# unknown). This report is 1 of 1 for (B)(4).